Event description:
The advocate stated, the customer tested his blood glucose using his two contour meters. One meter read 521 and 400 mg/dl, while the other read 158 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate advised to return the customer's test strips for eval. Replacement test strips were sent to the customer.